Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No unexpected bleeding or ink on the screen or display anomaly noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they saw ink on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.